Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that the patient presented for ivc (inferior vena cava) filter removal. A j-wire inserted down the svc(superior vena cava) to the ivc under fluoroscopic guidance. Multiple attempts made to snare the hook of the filter. Unable to snare the filter. Upon trying to retrieve the filter with the snare, the tip of the wire broke off and went upstream. Cardiothoracic surgery consulted. Recommended anticoagulation. Patient was ultimately transferred to university for intervention.

Manufacturer narrative:
The suspect medical device was not returned for investigation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. Should the device be returned later, the investigation will be reopened.